Manufacturer narrative:
Block b3: date of event was approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0414 captures the reportable event of stent torn, inside the patient.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure. The event date was unknown. During the withdrawal, the stent was damaged. It was found that the pigtail part was torn when removing the guidewire. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure. The event date was unknown. During the withdrawal, the stent was damaged. It was found that the pigtail part was torn when removing the guidewire. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0414 captures the reportable event of stent torn, inside the patient. Block h10: the returned tria ureteral stent was analyzed, and a visual and microscopic evaluation noted that the bladder coil detached; however, the detached piece was not returned. No other problems with the device were noted. The reported event was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the procedure, affecting the performance of the device. The reported event of stent torn was not detected during the analysis, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
Date of event was approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0414 captures the reportable event of stent torn, inside the patient. Updated device analysis: the returned tria ureteral stent was analyzed, and a visual and microscopic evaluation noted that the bladder coil detached; however, the detached piece was not returned. No other problems with the device were noted. The reported event was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is more likely that this problem could be caused by removing the retrieval line. If the retrieval line is removed using excess force, the stent can get detached during the procedure affecting the performance of the device. Additionally, the detached piece of the device was not returned, therefore, it could not be analyzed. For the reported problem of stent torn material, it is not confirmed due that the torn was not detected during the analysis. For this reason, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure. The event date was unknown. During the withdrawal, the stent was damaged. It was found that the pigtail part was torn when removing the guidewire. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event.